Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID: bi-500-01065 software, software version: 4.1.0 h3: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Analysis of returned software files was unable to capture the root cause of the noise that lead to the early termination issue or if the issue was related to a software anomaly. FDA codes 10, 213, and 4315 still apply to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional follow-up from the representative showed that the first spin did not contain a [nav] tag. The first 3-d spin was completed with 192 images and the dosage shown suggests that the site may have chosen the wrong anatomy to scan.

Manufacturer narrative:
Unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The representative stated that the inspection completed with no issues with the belts or gears. . The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used intra/peri-operatively of a transforaminal lumbar interbody fusion (tlif) procedure. It was reported that the site was trying to take a spin and there was a grinding noise. The spin stopped midway through and there was a message stating that there was an incomplete exposure and navigation was compromised. The site took a 2nd spin and it went fine with no grinding and they were able to proceed with the case. There was a 5-10 minute delay to the procedure and no impact on patient outcome.